Event description:
It was reported that the pump battery would not charge despite attempts with different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to continue using the current pump until a replacement was shipped and was guided on how to put the pump into storage mode before returning it. The replacement pump was sent with instructions to return the problematic pump using a pre-paid label within 10 days.